Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown stem , lot# unknown. Item# unknown, unknown, liner, lot# unknown. Item# unknown, unknown cup, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Review of xrays indicated symmetric position of the femoral head within the acetabular cup with the cup vertically oriented. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04468, 0001822565-2018-04454.

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Patient is being considered for a revision on an unknown date for an unknown reason. Attempts were made to obtain additional information; however, none was available.